Manufacturer narrative:
D10 concomitant product: egia60ctamt, egia60ctamt egia60 curved medthicksulu (lot#n2e0534y) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A comprehensive e xamination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the sheared teeth were visible on the firing rack. Visual inspection noted the instrument firing knobs were retracted, and the articulation lever was in neutral position. The product analysis noted evidence that the device was not used as intended. This issue may occur in any of the following circumstances: firing over tissue that is be-yond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic lobectomy, in bronchial dissociation, the staple poorly formed. To resolve the issue, a new handle and reload were used. Medtronic's evaluation found that the sheared teeth were visible on the firing rack.